Event description:
The complainant reported that while implanting impella cp the purge cassette became unsterile. A second package was opened. There was no patient harm. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation packaging issues has been completed. The impella device was not returned for evaluation. The root cause of the cosmetic defect was determined to be a use issue based on provided clinical details. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20122.